Manufacturer narrative:
G4: 26may2020 b4: (B)(6)2020. The device was evaluated by the field service engineer. The field service engineer had replaced the damaged top cover, battery, as well as filters. The device is functioning as intended and can be used without any restrictions submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer reported an unspecified malfunction. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.